Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. The IFU for this device warns to eliminate tension on the tissue when sealing and cutting to ensure proper function.

Event description:
The customer reported that during a tlh there was some oozing. The surgeon was applying a great deal of tension during activation. The tension was reduced and the procedure was completed with no negative outcomes.